Event description:
It was reported that the patients right ventricular (rv) lead exhibited a high/undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.